Event description:
It was reported via sade report the following, breaking out of the lag screw that required hospitalization. It was also reported that the event had been resolved.

Manufacturer narrative:
Device will not be returned for eval. If the device or add'l info becomes available, it will be reported on a supplemental report.